Manufacturer narrative:
(B)(4). Wallflex biliary preoperative biliary drainage (B)(4) clinical study. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefor,e a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted to treat a stage 3, 1.8cm malignant stricture at the head of the pancreas during a stent placement procedure performed on (B)(6) 2013 as part of the (B)(4) wallflex biliary preoperative biliary drainage (B)(4) clinical trial. At the time of enrollment, the patient's weight was (B)(6) and the patient's height was 160cm. The patient's karnofsky score at baseline was 90. On (B)(6) 2013 a baseline assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were identified: jaundice and pale stools. Baseline laboratory tests were also conducted on (B)(6) 2013. The initial stent placement procedure was performed and completed as an inpatient procedure. The patient was admitted to the hospital on (B)(6) 2013 and discharged on (B)(6) 2013. A biliary sphincterotomy was performed during the study stent placement procedure; a pancreatic sphincterotomy was not performed. Prophylactic antibiotics were not administered and a prophylactic pancreatic stent was not placed. During the procedure, a wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. An assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2013 and no symptoms were identified. Laboratory tests were also conducted on (B)(6) 2013. The patient underwent the per-protocol curative intent surgery. During the procedure, the patient was confirmed to be resectable and a pylorus-preserving pancreaticoduodenectomy (pppd) was performed. At the time of the resection, it was discovered that the wallflex biliary rx fully covered stent had a complete distal migration as it was not present within the patient. It was reportedly "unknown" as to whether the migration was a result of stricture resolution. The event was deemed a device malfunction. There were no reported adverse events related to the migration.